Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: http://www.arthroplastyjournal.org/article/s0883-5403 (08)00807-3/fulltext. (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that 3 dislocations occurred between the head and constrained liner.

Manufacturer narrative:
Updated to reflect 2 patients, rather than 3, as information available warranted splitting one event off for individual investigation. Please reference MDR #0001822565-2016-02171, currently pending submission, for additional information. No devices or photos were provided therefore the condition of the components are unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported devices is used for the treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.

Event description:
It was reported that 2 dislocations occurred between the head and constrained liner.